Event description:
It was reported when opening implant, outer sterile pack was stuck to the inner sterile packaging causing a layer of the inner packaging to perm open with the inner.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Conclusion: visual inspection of the returned indicated the inner tyvek lid was stuck to the outer tyvek lid. When the outer lid was peeled back, the inner lid delaminated. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
It was reported when opening implant, outer sterile pack was stuck to the inner sterile packaging causing a layer of the inner packaging to perm open with the inner.